Event description:
It was reported the pump failed accuracy testing. Issue discovered during testing, no patient involvement or injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and initial reporter also sent report to FDA are unknown. No information has been received to date.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. Device history record. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device missing a sticker seal and upper back label. There was no evidence of the error recorded in the event history log. The reported problem was not duplicated. Running three accuracy tests, the pump was found to be within the manufacturing specifications. The investigation found no fault with the device. No corrective action was taken. The root cause of reported problem was unknown. Product is beyond 3 years from manufacture date of 2019-04 and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: correction: d4: model number: 6400.